Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a failed battery test alarm and a blank display. The customer's blood glucose level was 275 mg/dl. The customer was unable to test the device with a new battery because he did not have any new batteries. Nothing was replaced or returned for analysis.